Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Restenosis and angina, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting. It was reported that the xience v stents were used to treat restenosed stents. The product IFU clearly states that "the xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions." A conclusive cause for the reported patient issues and the relationship to the product, cannot be determined.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that the patient underwent stenting of two restenosed unknown stents within the proximal lad and ostial lad with two xience v stents. In 2009, the patient complained of exertional chest pain similar to the pain experienced during prior myocardial infarction. The pain was relieved with rest. The patient was hospitalized three days later, and underwent an angiogram, which revealed 90% in-stent restenosis within the proximal lad. The stenosis was treated with a cutting balloon and balloon angioplasty. The results were excellent showing 0% stenosis post intervention. The patient was discharged in the next day. No additional event or patient information is available.